Manufacturer narrative:
Device was not returned for analysis. Production record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure using a prostyle device. Reportedly, placement of the first prostyle suture was successful. A 0.035 inch guide wire was loaded into the guide wire exit port but was difficult to advance through the prostyle device. The check valve [guide wire exit port] was poked by the bottom of the wire, but the issue persisted. The physician abandoned the pre-close technique and the use of prostyle devices. The successfully pre-place suture was removed and the ablation procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.